Event description:
Abbott diabetes care received a sfda user report which reported the following information: a low readings issue was reported with the use of the adc freestyle libre sensor. The customer¿s father reported that the customer received an unspecified low sensor reading and experienced a symptom of diabetic ketoacidosis. The customer was taken to the hospital where a reading of 200 mg/dl was obtained on the sensor, as compared to a blood glucose reading of 400 mg/dl on the hospital meter. The customer was diagnosed with diabetic ketoacidosis and hospitalized for 5 days. IV was administered as treatment. No further treatment information was provided.

Manufacturer narrative:
The sensor kit expiration date is (B)(6) 2020. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates the usage of the device was beyond the useful lifespan. No additional investigation are required as the device met its specification lifespan. If additional information is obtained, a follow up will be submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction as data in b5, d4-(serial no), d4 (expiration date), h2-(if follow up, what type), h4-(device mfg date), h6, and h10 were incorrectly documented in the initial report. These sections have been updated.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a sfda user report which reported the following information: a low readings issue was reported with the use of the adc freestyle libre sensor. The customer¿s father reported that the customer received an unspecified low sensor reading and experienced a symptom of diabetic ketoacidosis. The customer was taken to the hospital where an initial reading of 200 mg/dl was obtained. The customer was diagnosed with diabetic ketoacidosis and hospitalized for 5 days. The customer¿s father further reported that while the customer was hospitalized, a blood glucose reading of 400 mg/dl was obtained and IV was administered as treatment. No further treatment information was provided. There was no report of death or permanent injury associated with this event.